Manufacturer narrative:
Failure analysis noted that the insulin pump had unresponsive buttons due to corroded keypad traces. There was no scroll bar/ramping numbers without button press. There was no unexpected battery out limit alarms. The pump had no trace of moisture on the electronic/motor assembly. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit. The customer's blood glucose was 77 mg/dl at the time of incident. The customer stated that he was at the pool and moisture might have caused the pump to stop working. The customer blow dried the pump but it still did not work and he noticed that the clock went back to 12 and showed 12:10. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.